Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplement.

Event description:
As costumer stated: "when the surgeon was spending the tibia nail, this is locked, did not come in or out. So the surgeon in an effort to remove the nail, put the universal rod to extract the nail. At that time, the damage nail s2 adapter". Part affected: 1806-10002 s2 nail adapter. Include also the references damaged in the workshop: the piece 18125252 (B)(4) was locked with the reference (B)(4) (B)(4). This pieces are part of the distal targeting device.